Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a model zxr00 16.0 diopter intraocular lens (iol) was explanted due to the patient not being happy with his vision. The patient was experiencing blurred vision. There was no incision enlargement, vitrectomy or sutures required. There was no patient post-op injury reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 03/8/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Device inspection was performed and visual inspection with using 12x magnification shows that the product is damaged, most probably to make explant possible. The lens was inspected and showed the lens optic was cut. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. Considering the condition of the returned lens, additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.